Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Crack on the right plunger case. There was a force sensor test error in history. The reported issue was duplicate at start-up and inspection. G. The root cause of the reported issues were found to be that the force was out of specification at 5 and 15 pounds (lbs) and the count was at zero. The out of calibration condition was the result of normal wear and drift. Pump was over 4 years old. Recalibrated the force and that cleared up the problem. Replaced force sensor as a preventative measure. Sensor was over 4 years.

Event description:
It was reported that the device was stuck in biomed mode. No patient injury was reported.